Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that universal surgical manipulator (usm3) was showing a recoverable 41014 error. Tse reviewed the logs and found related errors associated with usm3, then guided the customer through restarting the system and performing a hard power cycle of the patient side cart (psc) using the circuit breakers and emergency power off (epo). After the restart, the system showed a recoverable 32056 error. The customer disabled usm3 and continued with the procedure using the remaining three arms. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm3) due error 41014. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm3 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 41014 points to the master supervisory controller (msc) node in isi core controller (icc) reported that a supervisor to msc queue overflowed.